Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code and was found out moments before the scheduled device replacement. The physician and patient had agreed to replace the device while device is at normal battery depletion. This sicd was explanted and replaced with a new device. No additional adverse patient effects were reported. Also, this sicd will be returned.